Event description:
The patient reported his insulin infusion device did not deliver the bolus he had programmed. He stated he knew the bolus was not delivered because the "motor wasn't running, the pump wasn't turning". He said, " I had it out of my pocket, trying to look and make sure and it counted and beeped, but it didn't deliver." The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.